Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. It was noted that the right ventricular lead exhibited loss of capture since (B)(6) 2024 and parameter such as sensitivity, thresholds and pulse width were adjusted. After the patient was transferred to ward, patient was in sinus arrest and cardiopulmonary resuscitation (CPR) was commenced. Fifteen seconds after the commencement of CPR, patient returned to paced rhythm. Patient was then brought to catheterization laboratory for a temporary pacemaker. Ventricular asystole with pauses greater than 5 seconds were observed when breathing. On fluoroscopy the lead had good position and the screw was adequately protracted. It appeared that the lead was "being pulled tight" during inspiration. The lead was explanted and a new lead implanted. The patient was stable.

Manufacturer narrative:
The reported events were loss of capture, unspecified sensing issues and the lead ¿being pulled tight¿. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of loss of capture and unspecified sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.